Manufacturer narrative:
(B)(4)

Event description:
Pentax medical became aware of a report stating "1 case of pseudomonas aeruginosa contamination detected after bronchoscopy." The patient tested positive for pyocyanin, a toxin produced by pseudomonas species. The patient had pulmonary suction performed with model fb-18rbs/serial (B)(4).